Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 13 mg/dl at the time of the incident. The customer may have given herself insulin in her sleep. The customer was given intravenous glucose to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had some sensor calibration issues during the low event as well as blood at site issues due to being on blood thinners. The customer also reported sensor glucose versus blood glucose differences. The customer had another low event of 27 mg/dl on (B)(6) 2018 and a high of 500 mg/dl before the low. The insulin pump will not be returned for analysis.